Event description:
Increased iop [intraocular pressure]. Case description: spontaneous case, local #2000019523. A physician reported using healon gv during an ophthalmic surgery. Subsequently, the pt's intraocular pressure (iop) became so high that the pt was hospitalized. The iop was 70 on 24 apr 2000 and 50 on 28 apr 2000. The physician wanted to know what was the typical duration of a typical spike with healon gv. The pt was hospitalized from 25 apr 2000 to 30 apr 2000 and the iop did decrease during that time. It is unknown what medical or surgical procedures were done to treat this event. No further info was provided on initial report. Add'l info was received on 09 may 2000. The pt had surgery on 24 apr 2000. That evening, the pt's adult child called to report the pt was in pain. When the physician asked adult child to bring pt in to be seen, the reporter indicated that the pt was sleeping. The next day, the pt appeared sick and a decision was made to hospitalize pt. The intraocular pressure (iop) was around 70. Pt was treated with intravenous (IV) mannitol, oral diamox and phenergan, topical beta-blocker, xalatan, alphagan and pilocarpine. Pt was also given IV fluids. Pt's iop was down around 30, but that afternoon, it increased again. Pt was treated with more mannitol. On 26 apr 2000, the pt reported pain and pressure with an iop around 50. Mannitol was used and pt's iop decreased to around 20. Pt's vision was 20/40. The next day, pt's iop increased to 40, and pt was treated with osmoglyn. Pt's iop decreased to the 20's. Pilocarpine therapy was discontinued. On 28 apr 2000 the pt reported no discomfort, but pt's iop was increased. Again, pt was treated with osmoglyn. The next morning, on 29 apr 2000, pt's iop was increased to around 41 and pt was again treated with osmoglyn. Pt was still on oral diamox and the topical therapies. The next morning, 30 apr 2000, pt's iop was 10, so xalatan and alphagan were discontinued. Pt was discharged from the hosp. Pt was continued on oral diamox and topical beta-blocker. Pt was seen as an outpatient on 03 may 2000. At that time, pt's iop was 5 and pt's vision was 2100, but pt's pupils were normal. All medications were discontinued. The physician attributes the vision changes to possible "hypotny" or cystoid macular edema.